Manufacturer narrative:
The insulin pump was unable to prime during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). There was no compromised force sensor alarm noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly and compromised force sensor. The blood glucose at the time of the incident was 117 mg/dl. The customer states the insulin squirted out, during manual prime. The insulin continues to drip after motor stops during the prime process. The compromised force sensor alarms occurred and were unable to exit the "preparing to prime" loop. The customer states they did not receive a second series of beeps, nor did the numbers appear on the screen. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.